Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins) for unknown indications for use. It was reported that the patient experienced pain drainage at the ins site. The patient had an infection at the ins site. There were no known factors related to this. The ins connection and impedances which were within normal range when checked. The patient had the ins explanted, and the issue was resolved at the time of the report.